Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from st james¿s university hospital, leeds, UK. The title of this study is ¿the role of low-profile titanium miniplates in emergency and elective hand surgery¿, which was published in june 1999 and is associated with ¿leibinger low profile titanium mini-plating system¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between february 1994 to february 1997. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the authors of the publication, therefore 25 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses rotational deformity. 1 out of 2 cases.